Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis for tlif revision. Procedure or technique used was tlif revision. It was reported that the distal tip of the driver broke while placing a screw. There was no fragment left in the patient. There were no symptoms reported. There were no further complications reported regarding the event. The instrument came in contact with the patent since it happened while placing the screw.